Manufacturer narrative:
Concomitant medical products: part number: bi71000176; lot number: rev. 2 : s/n (B)(4). A representative went out to the site to preform system check out. It was noted that the power enclosure would not shut down. Once the power conversion and the power tray were replaced. The system preformed as intended. The power enclosure was returned and it was noted that the power conversion enclosure failed bench testing. The two of the transistors failed; they were found to be shorted. Confirming there was a faulty power conversion assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that during the 4.2 software upgrade it was determined the power conversion board is not shutting down when the system is turned off. No patient present.